Manufacturer narrative:
A ge oec service representative investigated the issue and found the system was hanging during the boot sequence and needed a cpu upgrade replacement. The cpu was replaced with a celeron upgrade and associated components, to restore function. The system was tested, found to the operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system would not complete the boot sequence. The system was removed from use for service.